Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads exhibited low impedance. The ra and rv leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: w1dr01 ipg implanted (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.